Event description:
Nicu patient - insulin drip infusing - tubing leaking - changed the tubing - it happened on the second set of tubing as well. Removed entire lot with supply chain assistance. No harm to the patient.